Event description:
Angioseal popped out while pt was eating breakfast. Pt complained of mild pain to right groin, 5x7cm hematoma. Pt was s/p cath lab procedure on (B)(6) 2014. Diagnosis or reason for use: stop bleeding at catheter insertion site.